Manufacturer narrative:
The returned device analysis could not confirm the reported single gripper actuation issue as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the gripper arm would not drop. A different cds was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.